Event description:
Prior to starting a da vinci si surgical procedure, the user site identified a cautery hook that will not screw on the monopolar cautery instrument. Reportedly the instrument was not used on a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument and cautery hook were returned and evaluated. The cautery hook installed onto an instrument successfully with no problem found. No physical damage was found. The instrument was found with damages on the tip of the cautery adapter. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.